Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device screen developed a small crack while the device continued to function properly, and the user later requested a proactive replacement despite no effect on blood glucose use. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no need for medical care or hospitalization. Investigation included customer service assessment, verification of device function through user report, and logistical coordination for replacement and return. Investigation of this case revealed physical damage to the display component without performance degradation. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device manufacturing or design.